Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal (2000 mcg/ml at 536.6 mcg/day) via an implantable infusion pump. It was reported last summer ((B)(6) 2021) the patient began experiencing increased spasticity and stiffness while on the baclofen pump. It was reported that the hcp had been using compounded baclofen until 2021. The patient¿s pump was refilled with lioresal in august, but her spasticity symptoms did not improve. Lt was noted the patient had been monitored, but she still had not done well over the last few months and spasticity did not noticeably improve. A dye study was performed on (B)(6) 2021 and it was found that there was ¿significant restriction of flow through intrathecal catheter, requiring a large amount of force to inject¿. The patient also had a magnetic imaging resonance (MRI) scan of the thoracic spine and the impression showed a ¿think linear filling defect with peripheral enhancement at t4-5 on the left posterior aspect of the spinal canal.¿ these findings were concerning for abnormal enhancement of granulation tissue. There was no specified date for the MRI. The patient was scheduled for a catheter replacement on (B)(6) 2022. The status of the patient was ¿alive ¿ no injury¿. The patient¿s weight and medical history were asked but was not available for legal/confidential reasons.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# hg2ypx116 implanted: (B)(6) 2019 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative stated that the healthcare provider (hcp) did a catheter revision on this patient on 4/29/22. He did not agree with radiology and said the patient did not have a granuloma. When he operated, he opened the spine and there was a lot of redundant catheter that was coiled and twisted. He cut that part of the catheter out. The portion that was in the cerebra spinal fluid (csf) immediately started flowing csf. He used a new collet and spliced the 2 pieces of catheter back together. Using the 8540 kit, he did a catheter access port entry and got good flow from the catheter. He closed the back, primed the new length of the catheter and port, and patient was discharged to home later that day. The hcp did order the patient¿s daily dose be decreased.